Manufacturer narrative:
PMA/510(k)#: k011369, k122558. (B)(4). Investigation summary: the customer issued a complaint for 3 disassembled devices detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Root cause description: based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that ultrasafe x225l png clear was disassembled. This was discovered before use. The following information was provided by the initial reporter: we received 2 customer complaints for an atypical defect on disassembled devices in 3 parts as shown on pictures.